Event description:
It was reported that the rigid video laparoscope displayed no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e227 and scratches on the video cable. The outer tube had a dent. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: a failure of the electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.